Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the insulin pump was not working, however the customer said that they still need to look for the pump. The blood glucose of the customer was unknown. The device will not be returned for the analysis.